Event description:
It was reported that a surgeon completed a stalif c fusion approximately 6 months ago. It was found that a screw had backed out, no additional treatment has been indicated at this time. The date of the implantation surgery was not provided.

Manufacturer narrative:
A review of the DHR could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints is within the limits outlined in the risk documentation. A review of the risk assessment found that the risks associated with the complaint have been identified and mitigated to a level where the benefits of the surgery outweigh the risks. Device evaluation could not be completed as the screw remains implanted in the patient. A cause cannot be determined as to why the screw back out occurred. The submission is 1 of 1 devices involved in this event.